Event description:
A customer reported that the twist clamp got too tight to open and close on the transfer set after the set was used for 60 days. The actual sample is available for evaluation. There was no patient injury or medical intervention.

Manufacturer narrative:
(B)(4). The sample has been received, and the evaluation is in process. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received. A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same as or similar to product distributed within the u.s.

Manufacturer narrative:
(B)(4). One used sample was received. The sleeve was open and closed several times with difficulty noted. Functionally hand tightened a lab titanium adapter without difficulty. The set was then tested underwater with no leak noted. The complaint was confirmed in the lab for difficult to open/close. A batch review was not performed as lot information was unknown. Based on the information obtained from baxter's investigation, the root cause of the report was not determined. Baxter will continue to monitor similar reports to determine if further actions are required